Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 7.9 mmol/l. The customer stated that the critical pump error image was displayed on the screen. The customer stated that there is no other received before the alarm. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a critical pump error due to a corroded electronic assembly. The motor and battery tube were found with traces of corrosion per visual inspection. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with a missing display window cover, minor scratches on the lcd window, case and keypad overlay.